Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. The evaluation detected an unreported condition of corrupt sd card. Analysis of the handle noted that the microsd card was corrupted. This was confirmed based on log files. The system performs sd card integrity check as part of system initialization. This is the only time the check is performed. This condition would result in the handle being unable to enter firing mode pre-operatively. It was reported that the display was irregular. The reported issue was confirmed. The most likely cause was determined to be software issue. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected an unreported condition of no piezo tones. The most likely cause could not be established from the information available. Another unreported condition was identified of field programmable gateway array (fpga) reset/reprogram failures not related to the r eported condition. Functional testing found evidence of fpga reset/reprogram failures when data seen during initialization was analyzed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a handle was damaged and not turning on, with a file error displayed on the handle. The issue was observed pre- operatively while preparing for use. The unit was verified to be out of warranty but eligible for a replacement. There was no patient involvement, and no other issues were reported. A picture of the error was attached to the case. The handle was scheduled to be returned for evaluation, and a replacement was planned. There was no patient involvement. Medtronic's initial evaluation of the incident device found that the investigation detected the unreported condition of fpga reset/reprogram failures that has no relationship to the reported condition.